Manufacturer narrative:
Estimated dates. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: article title "disproportionate functional mitral regurgitation predicts a favourable response after mitraclip implant in patients with advanced heart failure. Real-world evidence of a new conceptual framework¿na.

Event description:
This is filed to report cardiac death. It was reported through a research article identifying mitraclip devices that may be related to: cardiac death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "disproportionate functional mitral regurgitation predicts a favourable response after mitraclip implant in patients with advanced heart failure. Real-world evidence of a new conceptual framework.¿ no additional information was provided.

Manufacturer narrative:
Nana.

Manufacturer narrative:
D4: UDI is unknown as the part and lot number was not provided. The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the information available, a definitive cause for the reported death could not be determined. The patient effect of death is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.